Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that this incident occurred due to the user not fully understanding the instructions for use (IFU). It was confirmed that the IFU, maj-891 [forceps/irrigation plug (isolated type)] for the device describes applicable reprocessing methods in ¿chapter 6 compatible reprocessing methods and chemical agents_6.1 compatibility summary¿, and that sterrad sterilization is not recommended (no mention of applicability). The event can be prevented by following the instructions for use in IFU: maj-891 [forceps/irrigation plug (isolated type)] ¿chapter 6 compatible reprocessing methods and chemical agents_6.1 compatibility summary.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during a demonstration and use of forceps/irrigation plug (isolated type), the user facility sterilized the device using sterad sterilization process without proper sterilization specifications. No patient infections or injuries reported.